Event description:
Patient had the bardex ic complete care temperature sensing foley catheter inserted during surgery. When attempting to ambulate the patient pod 2, the foley catheter fell out and the balloon was found flat. Subsequent foley not needed. This catheter is a replacement to our bard cure step foley tray system which was on backorder. No harm to patient.